Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012. According to the complainant, while performing the sphincterotomy the physician noted the tip of the jagwire had detached and was outside of the patient's common bile duct. The wire was removed and the fragment was not attempted to be recovered. The procedure was completed with another jagwire with no patient complications. The patient's condition had been described as stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.